Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the ER after receiving a patient alert for non-sustained lead noise. Post-paced t-wave oversensing was observed. Programming changes were made. The following day, a second alert was received. The alert for non-sustained lead noise was programmed off. Device remains implanted.